Event description:
The customer reported blood fluid leaked outside the unit involving coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucous membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) reported no fluid leak upon arrival. The fse noted the bellows waste tube was intermittently pinched. The fse re-dressed the bellows waste tube, verified the waste pathway, and replaced tubing at pathway valves pv114 and pv115. Service activity performed and verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. The fse noted a previous fluid leak on the counter, under the instrument. The volume could not be determined as the fluid had dried. The leak was likely from the bellows around the needle; if the bellows waste line was obstructed, the waste would overflow when the bellows collapses in preparation of sampling a specimen. The tubing was pinched by the plastic of the needle bellows guide against the blood sampling valve (bsv) air cylinder. It is unknown how the tubing was pinched. The fluid did not spill onto any critical components and a recurrence of the event is unlikely to cause erroneous results. The customer has an exposure control management plan at the facility. (B)(4).